Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances within normal limits. Upon review, the episode showed nonphysiological signals and baseline shifting on the secondary vector connected to apparently air entrapment. Troubleshooting was performed and showed reproducible nonphysiological artifacts on primary and alternate vector, locating the air entrapment to the tip of the lead. The electrode was reprogrammed to the primary vector providing a good signal. A follow up will be done to ensure air is absorbed, and an automatic setup will be run again to reprogram the best vector and system impedance will be checked again. An x-ray was also performed and showed a high distance between the can and the ribcage, providing another reason for high system impedances apart from the entrapped air. Additional information was received which indicated that, in the six months follow up the system showed high out of range shock impedance. Due to shock impedance of 118 ohm at implant the technical services (ts) recommended to check the system position and revision if optimization potential is available. This electrode remains in service. No adverse patient effects were reported.